Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level of 506 mg/dl. The customer suspected the cause of bg was due to an occlusion. Review of the pump data by tandem technical support verified that there was no occlusions observed in the data which would contribute to the customer's high bg. A manual injection was administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.